Event description:
Pt had swelling of the left calf 9 days after receiving their third synvisc injection. Upon arriving to the ER as per dr a venous doppler showed a dvt in the superficial and popliteal veins of the left leg. Pt would like to know the correlation between the two incidents.

Event description:
Add'l info rec'd from MFR 1/30/04: a lot number was not provided for this report. Upon receipt of voluntary medwatch report mw1030308, a review of the genzyme safety database revealed a match for this info in genzyme's case assigned MFR's control number synv-13260, which had not been previously submitted to cdrh. Very limited info for this report was received initially, however, on 08-jan-2004, genzyme received add'l info from the physician. This info was internally processed and reviewed and as a result the case was submitted to cdrh on 12-jan-2004 with MDR reference number 2246315-2004-00006.